Event description:
A peritoneal dialysis patient reported a fluid leak coming form the patient's stay safe connector (near the blue pin), during treatment. She did not take antibiotics. Her effluent remained clear. The sample was discarded. The patient felt fine.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.